Event description:
The iab was inserted into the pt on 7/2/98. On 7/9/98 the iab leaked. Blood was noted in the tubing and the iab was removed. A second iab was inserted. On 7/28/98, the following was reported to datascope: the console was alarming "catheter failure". All the connections were secure and the timing and pressure waveform were checked. Blood was then noted in the catheter tubing and in the sheath. The iab was removed and another was inserted. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 7/9/98; none-rpt'd 7/28/98. [Pt's current status]: unk-rpt'd 7/9/98.